Event description:
It was reported that following a cardiac catheterization, a 6f angio-seal vascular closure device vip was selected for use. The pt was admitted for groin pain and a fever of 104 degrees on admission. A coronary artery to pulmonary artery fistula was found in both the right and left coronary arteries. An ultrasound revealed a one centimeter pseudoaneurysm in the right groin with minimal hematoma. The pt has been discharged with no reported complications. The pt will be monitored by the physician.

Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met manufacturing requirement prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.